Event description:
During the device preparation, it was noted that the helix would not extend completely. The lead was exchanged and there was no patient involved.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix partially extended and cleaned. Visual inspection of the lead did not reveal any anomalies. The helix extension length was within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.